Event description:
Boston scientific received information that during a recent in office device check of shocking impedances, a value of zero ohms was noted. The other daily measurements were within range and the patient had gone home when the health care professional (hcp) called boston scientific technical services (ts). Ts explained that typically a value of zero means electromagnetic interference (emi) and it could be a one time measurement. The hcp stated the patient will be back in again in one month and they will check the impedances again at that time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.